Event description:
It was reported that during a hand assisted colectomy, the device fired, failed to staple in the center of the staple line. The case was completed with sutures. There was no consequence to the pt.